Event description:
Multiple pieces of malfunctioned hardware removed from lumbar spine. Broken pedicle screw instrumentation with partial pseudoarthrosis of previous, l4 through the sacrum fusion and foraminal stenosis l4 & l5.